Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; brand name vectris surescan; product ID: 977a275, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2020, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller mentioned patient told them they had imaging from provider in "summer 2024" and patient thought they had a broken or cracked lead. No symptoms were reported.